Event description:
These syringes were cracked upon opening and caused the contents being drawn up to spray out of the hood. This occurs in approx 1 syringe per box of 120. This could potentially get on the technician preparing the syringe and could be harmful to them.